Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a warning message and would not make x-ray exposures. There is no report of injury or death associated with the event described in this complaint.